Manufacturer narrative:
H3: visual findings observed a site sticker, indentation, and sticky residue on the exterior housing. The battery door is missing. Mounting bracket for tracking device attached at the lower end of the unit. Evaluation of the unit found that it had power when in use with batteries and ac adapter. However, the unit had no tone sound due to a faulty u1(micro-controller). After the faulty u1 was replaced with a working u1, the unit functioned as intended. The unit passed all other functional testing when voice only and mute modes were selected. Being that the unit is almost 4 years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause of the reported issue is wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer file reference # (B)(4).

Event description:
Customer reported complaint via phone. Alarm will not power on, troubleshooting with new batteries did not resolve error, unit appears to have no damage. Sn (B)(6). Please advise when qa evaluation is complete. Called in by (b)6). The date the issue was discovered is unknown and no incident or serious injury was reported.